Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Mdrs related to this report: mdrs related to this report: 2029214-2016-01041, 2029214-2016-01042, 2029214-2016-01043.

Event description:
Medtronic received information that during treatment of two aneurysms located in the right cavernous segment of the internal carotid artery; three pipelines were attempted and did not open distally as the patient had severe vessel tortuosity. It was reported that the first pipeline (ped-450-30) was positioned in a bend and did not open distally. It was further reported that less than 50 % of the pipeline was deployed when it failed to open. The pipeline was removed with the microcatheter, and a second pipeline (unknown model and lot number) was deployed in the same manner and the same problem was encountered. The second pipeline was then removed with the microcatheter and a third pipeline (unknown model and lot number) was deployed in the same manner and the same problem was encountered. The third pipeline was also removed with the microcatheter. The fourth pipeline attempted deployed successfully. No patient injury was reported.